Event description:
Caller stated that a recall message popped up on her dexcom g7 receiver device. She is waiting for further notice from her doctor to find out if she should continue using the device.